Manufacturer narrative:
Insulin pump was received with failed battery test alarm after battery changed. Unable to determine the root cause, problem isolated to the electronic assembly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump got battery failed alert. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.